Event description:
The pt reported the top seam and right corner of the pouch rubs his skin during use. The pt reportedly developed a clear fluid-filled blister about 40mm x 2mm on the skin behind the pouch as a result. The pt indicated he has developed this blister in the past when he neglected to tape the corner of the pouch down. The blister cleared up on its own within a few days when the pt's skin is protected. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. A batch record review for this lot was performed. No discrepancies or nonconformances were noted in these batch records related to the complaint reported. No retained sample product was evaluated. A visual inspection found all samples to be in normal condition. Leak testing was performed and no anomalies were noted. The product appeared to meet the established specification. A review of complaints for previous 12 months was performed and this is the only complaint of this type for this lot was received. There is no indication of complaint trend based on this review.